Event description:
It was reported that the pt was scheduled for generator replacement. Further info received reveals that the reason for the replacement was due to the length of time implanted and high settings. The pt was also experiencing an increase in seizures, even though, the eri=no. Replacement surgery is planned, but has not occurred to date. Attempts for further info have been unsuccessful to date.